Manufacturer narrative:
Dissection is labeled in the IFU. Eval: still under investigation.

Event description:
A pt underwent evar on (B)(6) 2014. The physician had problems retrieving the top cap of the zenith flex aaa endovascular graft bifurcated main body. Physician says that it seems like the main body compressed a little bit if he tried to move the sheath toward the top cap. It was not possible to move forward with the sheath. The safety knob was already loosened and set free. After a while by using a balloon and moving the sheath the physician could retrieve the top cap. After that the pt has got a dissection type b in the thoracic aorta. Maybe because of the movements of the top cap the physician said. Additional info received on (B)(4) 2014: two cook representatives supported the case, it was not possible to move the sheath forward toward the top cap, maybe because of the kinking in the communis and the aorta. After using a balloon to get straight the aorta he could move the sheath to reach the top cap. The distal fixation was already loose. But the physician thinks it could be that there was still a wire in the introducer system. After the case, the pt has got an type b dissection in the thoracic aorta. The physician thinks it could happened during the procedure because of the moving of the top cap.